Event description:
Ob/gyn was using a 5mm trocar for the procedure. The trocar leaked co2 from the top hole where the instrument can be inserted. The leaking caused an inability to keep a pneumoperitoneum.